Manufacturer narrative:
Event date is unknown.

Event description:
Product manufacturer reference number: 3006705815-2021-02254, and 3006705815-2021-02256. It was reported that the patient's system was explanted on an unknown date for an unknown reason.

Manufacturer narrative:
A terminal lead was returned to the ppe lab without any information. As the reason for its return was unknown, an analysis was performed. A full analysis could not be performed due to the device being incomplete. A 4cm terminal end segment was received. Visual inspection did not identify any amage. There were indications the lead had been fully inserted inside the header of the ipg port. Continuity testing did not identify any electrical opens. The root cause of why the device was returned could not be determined.